Event description:
It was reported that the insulin pump went though an unexpected restart and could not be primed. In the alarm history was a failed battery alarm and error alarms for an unexpected restart and corrupted history files. It was reported that the issue occurred after changing the battery. The blood glucose reading was 9 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.